Event description:
Information was received indicating that the power switch to a smiths medical pneupac® parapac® ventilator was defective. There were no reported adverse effects.

Manufacturer narrative:
One pneupac ventilator was returned in poor physical condition. The dut was manufactured in october 2006. The device was tested and the reported issue was duplicated. The device failed multiple functions due to a worn microswitch cam. The defective component was replaced and the issue was resolved.